Event description:
It was reported that this lead has been explanted due to suspected lead failure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).